Manufacturer narrative:
Product analysis #(B)(4):¿ equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5) ¿ as found condition: the apollo microcatheter was returned for analysis within the inner pouch, a biohazard plastic bag, and in a shipping box. The 0.008" guidewire was not returned, but the 0.008" guidewires appeared compatible with the apollo catheter. ¿ damage location details: the 3.0cm detachable tip was found to be detached and returned with the apollo microcatheter. Upon visual inspection, no irregularities were found with the apollo hub. The catheter body appeared to be kinked at 16.4cm from the hub. No other anomalies were observed. ¿ testing/analysis: the apollo usable length was measured at ~166.5cm (specifications: 165.0cm ± 2.5cm). The distal floppy segment was measured to be ~25.5cm which is within specification (specification: 25.0cm +2cm -1cm). The ldpe coupling tube overlap length was measured to be ~1.80mm, which is within specification (specifications: 1.0mm - 2.5mm). The catheter was flushed with water and found to be patent. The microcatheter was tested by running an in-house 0.010¿ mandrel through the hub. The mandrel successfully passed through the hub with no issues. However, it got stuck at 16.4cm from the hub. No other anomalies were observed. ¿ conclusion: based on the device analysis and reported information, the customer complaint was confirmed as the distal detachable tip was found to be detached from the catheter. The catheter was found to be kinked. It is possible the damage occurred when the customer attempted to advance the guidewire through the apollo catheter against resistance. However, the cause of the damage and resistance could not be determined. The tip premature detachment can also be caused by the detached joint ldpe overlap length being too short. However, the detach joint ldpe overlap length was measured to be within specifications. Since the guidewire was not returned, any contribution of the guidewire to the resistance issue could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that an apollo catheter tip prematurely detached. The patient underwent arteriovenous fistula glue injection treatment, using this model (105-5096-00) microcatheter. After opening, the surgeon used normal saline for flushing, connected the drip, and introduced the 0.08 guidewire. When preparing to introduce the 6f guiding catheter, it was found that the distal end of the microcatheter had been detached, and the microcatheter was immediately replaced with another model of microcatheter to continue treatment without affecting the patient. The devices were prepared according to the instructions for use (IFU). The catheter was flushed as per IFU. The patient was undergoing glue injection for arteriovenous fistula. Vessel tortuosity was minimal. The access vessel was the femoral artery with a diameter of 9mm. No patient injury or symptoms were reported.

Event description:
Additional information was received. The tip detachment occurred during the surgery. There was resistance when the apollo was being advanced. There was no resistance when the apollo was being retrieved. The apollo tip is not embedded in the onyx cast. There is no future plans o retrieve the catheter tip. The anatomical location of the apollo tip is cavernous sinus segment. There was no note of vessel calcification. There was no kink or damage noticed on any of the devices.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.